Manufacturer narrative:
Concomitant medical product: unk protack unknown protack lot number unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a epigastric hernia. It was reported that after the implant, the patient experienced chronic pain. Post-operative patient treatment included revision surgery.